Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with mild tortuosity and heavy calcification. The xience prime 3.0 x 28 mm was advanced; however some resistance was encountered with the anatomy, during the attempt to cross. Therefore, the device was retracted to prepare the lesion again. During re-advancement of the xience prime stent, due to heavy calcium present in the artery, the proximal shaft of the device became kinked. The device was then retracted and during retraction, the shaft separated at the kink. Another xience prime 3.0 x 28 mm stent was successfully implanted. There was no reported clinically significant delay of procedure. There was no adverse patient effect. No additional information was provided.